Event description:
It was reported that the pt underwent "tvh and transvaginal posterior vaginal wall mesh placement for a rectocele. She developed mesh erosion that did not respond to conservative therapy." It was reported that the mesh was removed on (B)(6) 2008.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.